Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of common bile duct stricture. During the procedure, visualization was lost and the loading screen appeared. The scope was unplugged and plugged back in and the image came back for 2 seconds before going back to the loading screen. The procedure was completed with another exalt model d scope. There were no patient complications reported as a result of this event.